Event description:
It was reported that the implanted stent elongated. It should be 15 cm in length but appears to be 20 cm long. There was no report of injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The stent remains implanted; therefore, it is not available for eval. The event investigation is currently underway. This event is being reported because this device is the same or similar to one marketed in the united states PMA#p070014.